Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was admitted to the hospital 3 days ago due to sudden onset of right-sided lumbar and abdominal pain without any obvious triggers, recurrent pain, paroxysmal aggravation, nausea and vomiting accompanied by severe pain, and no hematuria was seen. At 11:00 on (B)(6) 2025, the patient was admitted to the operating room and underwent right flexible ureterorenoscopy and lasertripsy, ureteroscopy, stent placement under general anesthesia. 17:45, the patient finished the operation, returned to the ward, and the catheter was properly fixed. 18:00, the patient complained of rupture of ureter, and viewed and found that the catheter was dislodged, and the wall of the balloon of the catheter was intact, and it delayed the patient's urinary catheterization. Immediately, the patient was given a new catheter and continued to be catheterized. 19:30, the patient was found to be catheterized normally and the adverse event improved. No medical intervention was reported.

Event description:
It was reported that the patient was admitted to the hospital 3 days ago due to sudden onset of right-sided lumbar and abdominal pain without any obvious triggers, recurrent pain, paroxysmal aggravation, nausea and vomiting accompanied by severe pain, and no hematuria was seen. At 11:00 on (B)(6) 2025, the patient was admitted to the operating room and underwent right flexible ureterorenoscopy and lasertripsy, ureteroscopy, stent placement under general anesthesia. 17:45, the patient finished the operation, returned to the ward, and the catheter was properly fixed. 18:00, the patient complained of rupture of ureter, and viewed and found that the catheter was dislodged, and the wall of the balloon of the catheter was intact, and it delayed the patient's urinary catheterization. Immediately, the patient was given a new catheter and continued to be catheterized. 19:30, the patient was found to be catheterized normally and the adverse event improved. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was admitted to the hospital 3 days ago due to sudden onset of right-sided lumbar and abdominal pain without any obvious triggers, recurrent pain, paroxysmal aggravation, nausea and vomiting accompanied by severe pain, and no hematuria was seen. At 11:00 on (B)(6) 2025, the patient was admitted to the operating room and underwent right flexible ureterorenoscopy and lasertripsy, ureteroscopy, stent placement under general anesthesia. 17:45, the patient finished the operation, returned to the ward, and the catheter was properly fixed. 18:00, the patient complained of rupture of ureter, and viewed and found that the catheter was dislodged, and the wall of the balloon of the catheter was intact, and it delayed the patient's urinary catheterization. Immediately, the patient was given a new catheter and continued to be catheterized. 19:30, the patient was found to be catheterized normally and the adverse event improved. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. The potential root cause for this reported event could be due to underinflated balloon. A review of the device labelling has been conducted for investigation purposed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.